Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with a patient with anti-e that failed to react with cell#17 to the 0.8% resolve panel b lot# vrb198 in manual gel testing with a 15min incubation. Patient had no previous history of anti-e, but customer had positive reaction with all other e positive cells on panel, except #17. The customer was able to identify the antibody after using ficin treated e positive cells (lot # not provided). All listed gel cards and panel cells confirmed to have normal appearance and have been stored according to their package insert indications. Customer also stated cell # 17 was tested for reactivity of the e antigen and was positive.